Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the issue was resolved by the customer replacing necessary supplies and resuming insulin therapy.